Manufacturer narrative:
B3: exact date unknown, event occurred 3 months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was frequently charging the ipg for an extended period of time. The patient underwent an ipg replacement procedure and lead addition. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.